Event description:
It was reported that the implantable cardioverter defibrillator (ICD) associated with this right ventricular lead produced an alert for right ventricular automatic threshold (rvat) being in suspension. (B)(6) technical services (ts) reviewed the presenting electrogram (egm) and found that the rvat was suspended due to intrinsic beats. No adverse patient effects were reported. Currently, this ICD remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).